Manufacturer narrative:
The device was received and forwarded to the supplier for evaluation. The device was visually inspected. The active tip shows signs of activation. There is evidence of melting at the proximal section of the manifold and return brace melting between 3 - 9 o'clock positions of the tip. Functional testing not carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Corrective actions to be identified through the CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the tip of the customers vapr suction electrode was hot, sparking/arking, and not working properly during a shoulder arthroscopy. The sales rep stated that the device was activated in the patient/saline, the generator was on default settings, and neptune was used for suction. The case was completed by the surgeon using another vapr suction electrode. There were no patient consequences or delays. The sales rep was not present for the case. The device is being returned for evaluation.